Manufacturer narrative:
Results: one used sample was received. The investigation indicates that the device has a slight crack in the flashback chamber. (B)(4) samples from the same lot were tested with sheep¿s blood and the defect was not repeated. The DHR was reviewed and no issues were identified. Conclusion: an absolute root cause for this incident cannot be determined.

Event description:
It was reported that the volume collected from blood sample using bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder was lower than expected. No serious injury, no medical interventions. No mucous membrane exposure reported.